Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level was 517 mg/dl. Reportedly, the customer did not bolus when she ate food. The customer administrated a correction bolus to address the high bg.